Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, removal difficulties occurred. The target lesion was in the bile duct. An rx ws permalume 10 x 60 stent had been advanced to treat the target lesion. During the procedure, the tip of the deployment system got hooked onto the proximal portion of the stent while the device was inside the pt. The physician cut the catheter at the handle and removed the unspecified scope. The stent and deployment system were able to be removed with rat tooth forceps. Another rx ws permalume 10 x 60 stent was used to complete the procedure. There were no pt complications reported with the pt's current condition listed as "fine".